Event description:
Received information that customer's pump shutdown unexpectedly at 95% and would not turn back on. Reportedly, there is no impact to the customer's blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.